Manufacturer narrative:
Suspect contact lens was discarded.

Event description:
On (B)(6) 2023, a patient (pt) reported an acuvue brand contact lens (cl) burned the left eye (os). On 05jan2023, the pt provided additional information. The pt reported the os immediately "felt like it was on fire" when a 1-day acuvue trueye® lens was inserted. The pt reported washing the hands prior to inserting the cl and does not think the hands touched a surface that would have cleaning product or other chemicals on it prior to insertion. The pt¿s family member tried to flush the eye with saline and called the pt¿s eye care professional (ecp) who requested the pt immediately go to their office. The pt reported the ecp put numbing drops in the os to stop the burning. The diagnosis provided to the pt on paperwork was ¿corneal and conjunctival sac burn os.¿ the pt was prescribed antibiotic drops and a steroid drop qid. The pt had a follow up visit this week (date of visit was not provided) and was told the eye was much better. The pt was instructed to discontinue the antibiotic drop and taper the steroid drop to tid. The pt stated the os feels much better than last week but has not yet resumed cl wear. The pt was advised to return to the ecp if the os burns when the pt resumes cl wear. The pt reports daily cl wear. On 05jan2023, the ecp provided additional information: the ecp confirmed the pt was first seen on (B)(6) 2022 and was diagnosed with burn of corneal and conjunctival sac of os, more than 50% of the cornea. The pt was prescribed predforte and ofloxacin qid os and advised to use frequent systane preservative free (pf) lubricating drops every 30 minutes to 1 hour. During the follow-up visit on (B)(6) 2023, the pt reported slight irritation and a dry sensation. The debilitating pain had subsided. The ecp noted upper lid edema and diffuse spk but was improving. The pt was advised to discontinue ofloxacin, decrease predforte to tid, discontinue predforte on (B)(6) 2023, and continue frequent use of pf lubricating drops. The ecp reported the pt may resume cl wear on (B)(6) 2023. On 05jan2023, the event was determined to be a serious medical event after the diagnosis was confirmed with the treating ecp. Multiple attempts were made to the pt by telephone and email requesting additional medical information, but nothing additional has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5080010114 was produced under normal conditions. The suspect os cl was discarded; therefore, no additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.